Event description:
Three events were reported simultaneously. The dates of the three events are in 2006. In the three events, colonoscopy was performed. The pts were admitted for severe pain.

Manufacturer narrative:
This report represents three events communicated to coopersurgical by pentax. The events are believed to be similar with details of the most recent event documented. The unit failed to cauterize when the foot pedal was depressed. It was found the foot pedal was not properly connected. The foot pedal was reconnected. The dr attempted to cauterize again and on the third attempt claimed the power level jumped 3 times and then activated which caused a burn and perforation. The staff observed a pb failure display. The operator started to push buttons on the front panel to clear the pb failure. Once the pb failure was cleared the unit wattage jumped without notice. The operator activated the cautery without observing the wattage after the pb failure was cleared. The unit has no repair history and there is no history of complaints associated with this product. The unit has been forwarded to our supplier for further eval. The results of this eval have not yet been rec'd. This report will be supplemented upon the results.